Event description:
A home pt's spouse reportedly experienced trouble with a homechoice set during the prime cycle prior to the home pt's automated peritoneal dialysis therapy on a homechoice machine. Per the home pt's spouse, the pt line of the homechoice set would not prime completely, the home pt's spouse tried to reprime the setup 3 times without success. The home pt's spouse then placed a call to baxter's technical service center (tsc) for assistance with the repriming procedure. Reportedly, the pt line clamp was open, the pt was not connected, and the pt line was placed in the homechoice set organizer during the process. Tsc had the home pt's spouse pull up on the lines, and check for kinks, no kinks were noted. Tsc also had the home pt's spouse take the pt line out of the organizer and hold it below the homechoice machine, in addition to twisting the cap on the end of the pt line. Again, they were unsuccessful in the repriming of the setup. The tsc then suggested that the home pt's spouse setup with all new supplies to complete therapy. Despite the tsc's recommendations, the home pt's spouse hooked the home pt up to the unprimed setup and completed therapy. Per the home pt's spouse, no pt injury or medical intervention was associated with this incident.